Event description:
It was reported that the patient underwent hysteroscopy on (B)(6) 2015 and an electrosurgical device was used. During the procedure, the loop broke. The procedure was completed with a like device. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4) conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.